Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was stated that the patient presented in an emergency room after receiving therapy from an implantable cardioverter defibrillator (ICD). Upon review of electrocardiograms, it was indicated that undersensing which resulted in binned therapy episode delay of approximately 2 seconds was noted. The patient was syncopal and reported to be on a ventilator in critical condition. There was no allegation from a health professional that suggests the death was related to the device. No further information is available at this time.